Manufacturer narrative:
The device was not returned to olympus and the customer allegations could not be confirmed. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. The malfunction is addressed in the instructions for use (IFU) as follows: "precautions for disappeared or frozen endoscopic image important information please read before use. [Warning] : if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." A root cause of the reported event could not be identified. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported that the subject device had a "poor contact with the image". The image quality was bad and image disappeared temporarily. The issue occurred at the middle of a therapeutic laparoscopic procedure. The device was inspected before use. There were no reports of patient harm.